Event description:
The customer reported the system was unable to prime after trying three cassettes. The customer describes that there was no vacuum in priming mode. The system displayed a message stating to "check fittings." As a result, seven cases were cancelled by the surgeon. There was no patient injury or procedural impact because this issue occurred prior to surgery.

Manufacturer narrative:
The company service rep examined the system. The reported issue was able to be addressed on site by replacing the fluidics tubing to the pressure transducer. The service records for this system show that this tubing was last replaced in 2008 during a preventive maintenance. The root cause of how the tubing became loose is unknown and cannot be determined. There have been no other issues of loose tubing on this system. The system was tested and met all product specs. A review of complaints indicates that there have been no additional complaints related to the reported event. Complaint trending indicates no recent adverse trends associated with the event reported.